Event description:
N/a

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. Three kinks were observed on the catheter approximately 76cm, 74cm and 48.5cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken near the iab tip. The evaluation confirmed the reported failures. However, we are unable to determine how this failure may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
Additional information for field h10 to include the location of the broken optical fiber: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and the sheath was returned over the membrane. Three kinks were observed on the catheter approximately 76cm, 74cm and 48.5cm from the iab tip. The extender tubing was also returned. The optical fiber was found to be broken approximately 4.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after approximately five hours of intra-aortic balloon (iab) therapy, a fiber optic (fo) sensor failure occurred. The transduced inner lumen was used for the arterial pressure (ap) at that time and the fo was disconnected. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6). Additional email: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).